Event description:
A reported pt burn to lower left leg with first and second degree burns at regular intervals from pinholes on blanket. Blanket in use was the lower body drape. Lot number unknown. It was reported that the temperature went "over 50 degrees".